Event description:
Report of overinfusion during clinical use. Side 1 was set to deliver propofol at a rate of 36ml/hr. 50ml infused in 35 minutes. No medical intervention was needed and no pt injury resulted.